Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-11446. It was reported the pt's ipg was explanted due to the pt experiencing heating from the ipg at all times (further clarification is unavailable). During the explant procedure, the pt also mentioned that stimulation did not provide pain relief. The lead was left implanted.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.